Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a failure of the unit to audibly alarm. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the speaker was replaced and the unit was returned to service.